Event description:
Patient alleges the pump is not delivering correctly. Patient reported his blood glucose level has been elevated around 300 mg/dl for a least a week. Patient stated he has been bolusing to lower his blood glucose level. Patient stated the pump takes a long time to prime and not much insulin comes out. No adverse event reported. Requested return of the alleged pump, adapter, cartridge, and infusion set; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.